Manufacturer narrative:
(B)(4).

Event description:
The pt had a car accident and had neck surgery (B)(6) 2010. About 2 months later it was noted that the implantable neurostimulator was unresponsive to telemetry attempts by the pt and physician programmer and recharger. Additional info has been requested. A f/u report will be submitted if additional info becomes available.